Event description:
Two dismantled cotton slivers, thread bursts out at the cotton head [device breakage] case narrative: consumer reported via e-mail that the thread bursts out at the cotton head. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Two dismantled cotton slivers, thread bursts out at the cotton head [device breakage]. Case narrative: consumer reported via e-mail that the thread bursts out at the cotton head. No injury reported.